Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for an unknown reason.